Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection (lar) procedure. The stapling device was being applied to the colon. The device did not fire. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single use loading unit(sulu) was received with a full complement of staples and the interlock engaged. No damage was noted to the knife blade. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection (lar) procedure. The stapling device was being applied to the colon. The device did not fire. In order to resolve the issue and complete the case, changed to a new device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.